Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in event and the device return date in concomitant medical products. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used during the same procedure. MDR 1118880-2019-00075.

Event description:
Additional information was received on april 12, 2019. The procedure was a heart catheterization. The patient was in stable condition. The outcome of the procedure was good; they used another needle that worked.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One ik precision kit needle was returned for product evaluation. No sheath, dilator or guidewire were returned. Visual inspection revealed that there were no anomalies with the needle. The needle was examined under microscopy. The inner lumen at the cannula hub junction appeared to be partially blocked with some material. A guidewire from another kit was obtained for functional testing. Functional testing was performed by inserting the guidewire through the needle. The guidewire passed through the needle. However, there was some resistance felt when initially passing the guidewire through the needle. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the event was due to the partially blocked inner lumen of the needle. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Unknown due to unknown lot number. Unknown due to unknown lot number. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved ik precision needle in the kit would not allow the wire to pass through the needle. They opened a new as they could not use the needle. Additional information was received on april 3, 2019. The patient was on the table; however, the product never touched the patient as they test every needle with the wire.